Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively the patient presented with bilateral diffuse lamellar keratitis (dlk). A flap lift and rinse was performed on both eyes at the 2-day postop visit. The patient responded to treatment and the dlk resolved in both eyes. The patient's current bcva was not provided, however there was no report of a loss of visual acuity compared to preop.